Event description:
It was reported that there was noise on the electrocardiogram, oversensing, erratic pacing and a possible lead insulation puncture. The lead and pacemaker were not implanted and both were replaced with another lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.